Event description:
It was reported that during a lap hand assisted sigmoid colectomy procedure, one device would not fire and the second device had staples that were not formed correctly. Another device was used to complete the procedure. No pt consequence reported.